Event description:
It was reported that the patient had been hospitalized for 1 day (exact date unknown) due to loss of consciousness after experiencing a fall. The patient stated their blood glucose levels had been 225mg/dl. No diagnoses were made during the hospitalization, labs and an MRI returned normal results. After the hospitalization, the patient discovered that their Pods were only delivering approximately 50 units of insulin out of the 150 units they were filled with, indicating an under delivery of therapy. Treatment details were not provided. No further details are available pertaining to the medical event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided. Locked Down Smartphone: LOCKDOWN. Omnipod Software App Version: 4.0.2. Operating System: N5004L-AM-Q-MV01602-06-01.06. Hardware: N5004L. CGM Sensor Type: Data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.